Manufacturer narrative:
Events reported in this article are reported in MFR report # 2953769-2012-00005 and 2953769-2012-00006. (B)(4). Article titled ""percutaneous augmented instrumentation of unstable thoracolumbar burst fractures", by nimrod rahamimov, hani mulla, adi shani, shay freiman. Method: follow-up with author.

Event description:
In an article titled "percutaneous augmented instrumentation of unstable thoracolumbar burst fractures", a study was evaluated of 52 patients. A total of 12 patients were excluded from the study, leaving 40 for subsequent follow-up. The following was reported in the results. -one (B)(6) patient with known ischemic heart disease died of inferior wall myocardial infarction 1 week after surgery. No further information was reported. Note: article indicated pmma (confidence, disc-otech, (B)(4) or kyphex, medtronic, USA) and balloon kyphoplasty (kyphon/medtronic, USA) used in this study; however, information on pmma associated with the adverse events were not provided and could not be confirmed.